Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the ipg was not working as intended. The patient underwent an explant procedure and the explanted device components were not returned as they were not released by the hospital.